Event description:
A bipap a 40 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error codes were present in the device event log in relation to a communication issue between the central processing unit (cpu), pressure sensor inter-integrated circuit and software detected that raw pressure sensor reading is outside its valid window of 225 to 16274 counts for 10 seconds using up-down counter. In conclusion, the device system board needs to be replaced to address the issue. This device will be scrapped as per customer request.

Manufacturer narrative:
Fsn 2023-cc-src-039.